Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Customer performed a supply change to address the issue. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.